Manufacturer narrative:
(B)(4). D10: unk tibial augment, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign - event occurred in italy. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a knee replacement revision approximately 19 years post implantation due to aseptic loosening. Attempts have been made and no further information has been provided.